Event description:
It was reported that the user observed premature battery depletion on the ilet, noting that after 15¿20 minutes on the charger the display still indicated low battery, and that powering the device off and charging for a longer period restored charge; the user also reported recurring historical alerts that had been previously dismissed, and the device time was found to be incorrect and was corrected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, including review of engineering logs. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge associated with the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.